Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Upon an attempt to retrieve the implanted resonance metallic ureteral stent, the alligator tooth retrieval forceps failed to open and close (1820334-2015-00369). Another device was used and the same issue occurred (1820334-2015-00370). A flat wire loop retriever was then used but retrieval could not be obtained due to anatomy restrictions, the ureter was extremely tight and there was no failure of the device. The pt was then turned from back to stomach and the stent was retrieved percutaneously. A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did not require any additional procedure nor experience any adverse effects due to this occurrence.